Event description:
It was reported that during a stenting procedure, stent damage occurred. The 75% stenosed target lesion was located in the severely calcified and severely tortuous right coronary artery. The physician used a 1.50mm x 12mm emerge balloon catheter for post dilatation but was unable to cross to the implanted 2.25x32mm promus element plus drug eluting stent. So, they replaced with a 1.2x12 emerge balloon catheter but was unable to cross through the implanted stent too. Therefore, they thought that there's a high possibility that the implanted stent was deformed. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Date of this report corrected from (b)(60 2013 and date rec'd by MFR. Corrected from (B)(6) 2013 on the initial report (B)(4).

Event description:
It was reported that during a stenting procedure, stent damage occurred. The 75% stenosed target lesion was located in the severely calcified and severely tortuous right coronary artery. The physician used a 1.50mm x 12mm emerge balloon catheter for post dilatation but was unable to cross to the implanted 2.25x32mm promus element plus drug eluting stent. So, they replaced with a 1.2x12 emerge balloon catheter but was unable to cross through the implanted stent too. Therefore, they thought that there's a high possibility that the implanted stent was deformed. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: under 18 years of age. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).